Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device showed red, that no more clips were inside after removing from packaging and before using on the patient. The device could not be turned and the device had jammed clips. The procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) = dried body fluids. The analysis results found that the el5ml device was returned with excessive dried body fluids. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, a double feed incident was noted due to the dried body fluids, after that one conforming clip and six clips with gap as the clips snapped towards the tissue stop; during the cycling of the instrument, dried body fluids came off from inside the shaft. Upon mechanical testing, no difficulties to rotate the shaft of the device were noted. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted, only excessive dried body fluids were found inside the handles and the shaft of the device; this condition contributed to the double feed incident and the reported event of the device that did not fire. However, no conclusion could be reached as to what may have caused the reported incident of rotation issues. No incident related to the reported event was observed during the batch record review